Event description:
In 2008, the pt reported that the display of her infusion device was partial. She stated that she noticed this when the infusion device alarmed. She stated that she was not able to read the alarm on the display, and she changed the battery 3 times before the infusion device restarted. She stated that she dropped the infusion device a "couple" of days ago. The display was not cracked and there were no black spots. No physiological effects were reported. The pt did not required medical assistance from a healthcare professional of second party to address the issue. Product was replaced, and requested to be returned for evaluation.